Manufacturer narrative:
Follow-up #1 (07/03/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/27/2013 with the following findings: although the error was not reproduced, the meter failed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 1 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed a supplemental report will be filed.